Event description:
A report of a patient having difficulty charging the implantable pulse generator with the external device was received. X-rays discovered that the ipg was at a very deep angle and not flush with the skin. During the pocket revision, the physician replaced the ipg as he could not verify impedences. The patient did not charge the ipg prior to the surgery. The patient is reportedly doing well.